Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier and weight were not available for reporting. Event date: unknown. Post-operative migration of helical blade was reportedly discovered by x-ray on (B)(6) 2016. UDI: (B)(4). . Initial reporter: reporting facility phone number is (B)(6). The subject device is not expected to be returned to the synthes manufacturer for evaluation at this time. Review showed that there were no complaint-related anomalies. The device history record shows this lot of tfna helical blade 85mm sterile product was processed through the normal manufacturing and inspection operations with no non-conformities noted. However there were three pieces scrapped at the anodize operation for a tooling issue. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the helical blade was discovered via x-ray on (B)(6) 2016 to have excessively backed out of the patient's bone resulting in pain. The patient was initially implanted with a trochanteric fixation nail anti-rotation system to treat an intertrochanteric femoral fracture on (B)(6) 2016. The patient had been monitored without applying load to the operated site since the event occurred. There is the possibility of revision surgery if any change occurs to the patient. This report is 1 of 1 for (B)(4).